Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured thoracic ulcer bleeding into the airway . During the initial emergent implantation, the valiant stent graft was unbeknownst and inadvertently implanted covering both subclavian arteries. There was an unknown aberrant right subclavian distal to the left subclavian artery. At the time of implant the patient was unstable and could not tolerate a carotid to subclavian bypass, but would be scheduled for a later date. It was reported that the unbeknownst covering of both subclavian arteries resulted in a cva/stroke and the patient expired eight days later. Per the physician, the causes of the events were related to the patient¿s anatomy. No additional clinical sequelae were reported.